Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix was able to be extended and retracted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the procedure when the helix extraction was checked on the right ventricular (rv) lead, the helix did not extend after approximately twenty clockwise rotations. An attempt was made to release the torque and the lead was straightened. The torque wrench was then rotated, but the torque remained inside and the lead itself was twisted. The lead was straightened but the helix would not extend after rotating clockwise again. The lead was not used and a new lead was implanted. There was no patient involvement.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.